Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.1 inr/1.6 inr; 3.7 inr/2.7 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that he no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
The information on the form is for one patient. The second patient is on lovenox. It is unknown how much and when it was started. Will not be returned to manufacturer.